Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient presented to the clinic with oozing of the pocket, fever and fatigue. The patient was hospitalized with sepsis and the implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.